Manufacturer narrative:
A supplemental MDR is being submitted due to related manufacturing report number added to h10. Sections g6, h2, and h10 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. No applicable imagery was provided. Visual examination was performed, and the following were observed: liner fully expanded as designed. Liner fully circumferentially delaminated approximately 3' from distal tip. C-marker present. Distal tip split observed. The esheath+ and commander with s3/ s3u/ s3ur IFU's were reviewed. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively', 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set', 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position', and 'when puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint for sheath liner delamination was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon of the associated delivery system burst. Withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system to catch onto the sheath liner. The complaint for sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, liner was fully delaminated circumferentially and distal tip was split. In this case, as the associated balloon of the delivery system burst, it is likely that the altered balloon profile got caught on the distal tip and caused the observed tip split. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 2 ultra resilia valve, the commander delivery system balloon ruptured at the end of deployment. The valve was fully inflated when the balloon burst. The delivery system was brought into the sheath with no resistance. There was no paravalvular leak (pvl) or aortic insufficiency (ai) noted upon assessment, and the valve was anchored at 90/10. Along with the balloon bursting, the esheath was also damaged after the balloon was brought back into it, which was confirmed to be a liner delamination and distal tip split per pre-decontamination. The ruptured balloon being brought back into the sheath was cited as the perceived root cause of the esheath damage. No patient injury or complications were reported, and the patient remained in stable condition post-procedure.

Manufacturer narrative:
This is two of two reports being submitted for this event. 2015691-2025-06828 the investigation is ongoing.